Event description:
The fluoro images did not display on the left monitor at the monitor cart.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The plan to check the system is under negotiation with the customer.